Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp). The hcp reported that they were going to remove the patient¿s implantable neurostimulator (ins). The hcp stated that the first reason the device was being removed was because the patient stated that the ins never really worked very well and only worked minimally in the beginning. The hcp said it was for maybe three months but they couldn¿t lock down a firm date and noted that the patient didn¿t make the event date clear. The second reason the ins was being removed was due to the patient stating that the ins was uncomfortable for her.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.